Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on february 05, 2019. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 4114, 3221, 4315). Method code: 3331 - analysis of production records, results code: 3221 - no findings available, conclusions code: 4315 - cause not established. The sample was not returned for evaluation; therefore, a complete investigation could not be performed and a definitive root cause could not be determined. Without the lot number being provided, a retention sample could not be investigated. As the sampling manifolds are leak tested and inspected for damage prior to being packaged, the most likely cause of the damage resulting in a leak is a shock force to the part during handling. During the investigations of similar events, replication testing found that a crack appears on the part when the l connector is over tightened on a port. This appears to be similar to the actual failure mode experienced by the customer, it is likely that the l-shaped connector had been over-tightened onto the manifold or port, causing it to crack. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, a crack on the sampling line was noticed, causing it to leak.   No patient involvement. Product was changed out. Procedure was completed successfully.